Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a malfunction stopping all insulin deliveries. During troubleshooting with tandem technical support the malfunction was able to be cleared. There was no reported impact to customer's blood glucose level. Customer declined to provide a blood glucose value.